Manufacturer narrative:
The customer contacted a siemens customer care center. Quality controls for ctni were acceptable. The ccc specialist reviewed the instrument data and did not find any low ctni values. The values obtained on the dimension vista instrument for samples in question were above analytical measurement range. The values were transmitted to the centralink as no result. The customer notified siemens that the operator manually entered the low ctni results and reported the incorrect results to the physician(s). The cause of the incorrect ctni results being reported to the physician(s) was due to use error. The instrument is performing within manufacturing specifications. No further evaluation of device is required.

Event description:
The operator of a dimension vista 500 instrument reported incorrect cardiac troponin I (ctni) results on one patient. Different sample draws were obtained from the patient and tested on the same instrument. The results obtained for first, second and fifth sample draws were elevated. The results for third and fourth sample draws obtained on the dimension vista instrument were above analytical measurement range (>40 ng/ml). These results were transmitted to a centalink data management system as no result. The operator inadvertently reported no result from centralink as <0.02 ng/ml to the physician(s). The customer repeated the samples in question on the same instrument, resulting higher. The correct results for the samples in question were reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the incorrect ctni results being reported to the physician(s).